Manufacturer narrative:
Additional information: h3 and h6. H10: the device was received for evaluation. During visual inspection, the male luer lock was observed separated from the tubing. Due to the nature of the condition, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set separated. The event occurred during an infusion of tpn (total parenteral nutrition) and lipids. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.